Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2317-70;serial/lot: (B)(4). Description: infinion cx .. Device discarded by facility.

Event description:
A report was received that the patient underwent a revision procedure due to lead migration. The patients leads were removed and replaced with new leads. The patient reportedly is recovering well.

Manufacturer narrative:
As the device involved in the complaint has not been returned, the complaint investigation site (cis) could not perform a device analysis. However, a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint. Device was discarded by the facility.

Event description:
A report was received that the patient underwent a revision procedure due to lead migration. The patients leads were removed and replaced with new leads. The patient reportedly is recovering well.